Manufacturer narrative:
The pump was received with a blank display due to the battery tube not being properly plugged in to the interface board. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 369 mg/dl. The customer stated that the pump does not show physical damage. The customer stated that the pump was not exposed to moisture. The customer stated that the battery compartment and spring was not corroded. The customer was advised to insert new aaa battery. The customer stated that the blank display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.